Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.0/1.0/74(sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vaulting was observed.

Manufacturer narrative:
Additional information: b5: al the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -9.0/1.0/074 into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was replaced for a shorter length lens due to excessive vault. The problem was resolved. Cause of event not reported. No patient injury reported. Claim #(B)(4).